Event description:
The customer reported that the cannula did not deploy". Within an hour of wearing the device, high bg levels were experienced and a manual insulin injection had to be administered to control his levels. (No specific bg readings were provided, but they're assumed to be greater than 250mg/dl due to the fact that the user required a manual insulin injection). The pod will be returned for evaluation.

Manufacturer narrative:
The customer stated that the cannula had not deployed from the pod. This indicates that the needle mechanism possibly malfunctioned due to a damaged component. Since the pod was not returned for evaluation, however, no malfunction can be performed. The omnipod user guide instructs users to "check the infusion site after insertion" to ensure proper placement. If labeling instructions were properly followed, the user would have noticed that the cannula hadn't deployed (which would have been visible through the pod's viewing port) and have deactivated the device. The user guide also advises users to check their blood glucose levels frequently so they're able to react quickly and appropriately to any issues.